Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rmv stent was to be used in the gallbladder to treat pancreatic cancer during a biliary stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that the outer sheath detached from the handle and the stent could not be released. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.